Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient experienced 2 infusion sets tubing was leaking at quick release and infusion set is use for less than a day. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: united states